Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model 5f061503cs vascular stent system allegedly experienced a material deformation. This information was received from one source. One patient was involved with no patient injury the male patient was (B)(6) years old with (B)(6) lbs weight.